Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This left ventricular lead was returned in 2 segments; it was severed approximately 46 cm from the terminal pin during the explant procedure. Both lead segments were tested and confirmed to be electrically continuous. The lead tip and tines were carefully examined, and exhibited no product characteristics that would have caused or contributed to the reported clinical observations of dislodgement and resulting high pacing threshold measurements. Historically, patient anatomy / tissue viability and lead tip placement/positioning are the most relevant factors in avoiding lead dislodgement. Evidence and past experience suggest that lead dislodgements are often the result of unique patient physiology, medication changes, physical activity, and/or implant technique, rather than an issue with the lead itself. Dislodgements can occur if the physician cannot find an optimal tissue-to-lead interface position or does not provide ample slack, and usually occur acutely, before fibrotic tissue can develop around the lead tip to secure the lead in a stable, chronic position. Similarly, high pacing threshold measurements are often the result of the dislodgement rather than product design/integrity faults. Nevertheless, boston scientific carefully monitors counts of similar dislodgement and high threshold events. Performance of this lead is consistent with rate and risk expectations, with no evidence that the device itself caused the dislodgement and subsequent impact to pacing thresholds.

Manufacturer narrative:
This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was exhibiting high pacing threshold measurements. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.